Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reiterating that the patient was feeling the shocking sensation on the right side after the battery was replaced in april. It is intermittent and not corresponding to a specific action. They state they ran an impedance test with different arm and neck position and was not able to find any changes. They tried palpating the ins and extension connection point, could not replicate the issue or generate any impedance issue. They state they had a high voltage setting so they reduced the amplitude from 4.7 with the minimal level before the patient's tremor symptom would return. They state the medical doctor changed the configuration and the patient is continuously feeling the shocking sensation. The cause could not be determined. They state the 4.7 voltage has seemed to have corrected the issue. The issue is reported to be resolved. This information was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the cause of the shocking was due to increased amplitude setting. Actions/interventions included adjusting the parameters and the shocking was resolved. The general was recently replaced due to the end of service status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported they needed an EKG done for ins replacement and wanted to know how to turn off the device. The patient stated the replacement was due to normal battery depletion due to high settings, and their doctor is aware and has a replacement surgery scheduled soon. They don't normally turn therapy on/off because the last time they did it, they got shocked. The patient programmer was synced with ins and showed therapy on/eri, 1.80, 5.0. No further complications were reported or anticipated with this event.